Manufacturer narrative:
The reported event was confirmed - design related. Visual inspection noted one neonatal arctic gel pad was received. Visual evaluation noted the tubing with the connection line pointing to the exterior of the pad was kinked on return which makes this sample applicable to CAPA 1682642. This fails to meet specifications stating ''there should be no bends in the tube that reduce the internal diameter of the hose''. The root causes for this failure are: root cause #1: diet task analysis filled out incorrectly due to inadequate directions per cqa-std-64 and misunderstanding of ¿use interface¿ root cause #2: inadequate procedure(s) either thru diet or usability, which provides minimum instruction for evaluating user interface changes to existing products root cause #3 inadequate design verification testing that failed to evaluate functionality in all use cases (both connector orientations) and all affected products (neonatal pads were not tested) the device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the arctic gel neonatal pad was used, the flow rate stopped soon after the use. The customer checked the connections, etc., but there was no improvement, so the customer replaced the pads with new ones. The sales representative took the device back to the office and confirmed that there was no water flowing into the pad at all. The customer points out that it may be an initial defect and wants a defective replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the arctic gel neonatal pad was used, the flow rate stopped soon after the use. The customer checked the connections, etc., but there was no improvement, so the customer replaced the pads with new ones. The sales representative took the device back to the office and confirmed that there was no water flowing into the pad at all. The customer points out that it may be an initial defect and wants a defective replacement.